Manufacturer narrative:
The investigation into the battery failure has been completed. The impella automated controller was returned for investigation. The data analysis of the logs confirmed the reported failure, subsequent boots following the complaint date triggered these alarms. The long-term log showed several of the cells within battery 1 had declined. The return product confirmed that the persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. Upon bench testing, when the console was booted for the first time, the console alarms were consistent with what was seen in the field. The visual inspection of the batteries and power battery manager circuit board revealed that one of the battery status light-emitting diodes was completely blank. The battery failure alarm was most likely due to a defective battery 1 (decline of individual cell voltage). The root cause of the battery cell failure was undetermined. The cause of the battery failure alarm was due to a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant notified the sales manager that the automated impella controller (aic) generated a battery failure alarm. It was reported that the controller indicated red and yellow battery failures. There was no patient harm reported.